Event description:
During a coronary drug eluting stenting treatment procedure, balloon removal difficulties from the stent were encountered. In 2005 the pt presented to the cardiac catheterization lab (ccl) having frequent premature ventricular contractions (pvcs). After accessing the right femoral artery a percutaneous transluminal coronary angioplasty (ptca) of the 1st obtuse marginal (om) was performed using a 2.5 x 20mm maverick2 balloon. A ptca was then performed on proximal circumflex (cx) artery using a 2.5 x 15mm maverick2 balloon. The physician noted that this had appeared to be slightly undersized. Using a pt intermediate wire, a 2.75 x 28mm taxus express2 drug eluting stent was deployed at 9 atm for 30 seconds in the significantly diseased proximal circumflex artery.the balloon was deflated, but was unable to be removed from the stent. When the balloon would not release from the stent, the balloon was inflated to 4 atm and then dialed down. It still would not move so the catheter was attempted to be advanced. It would not move and it was retracted. The balloon was re-inflated to 8 atm. It was now, after attempting to remove the balloon for approx 3-4 minutes, the pt became hypotensive; the blood pressure dropped to the 70's. While trying to pull out the stent delivery system, the guide catheter deep-throated into the proximal cx. Again the balloon was inflated and deflated and significant pressure was applied to remove the balloon. The blood pressure continued to go down and dopamine was begun along with multiple doses of neo-synephrine. Finally, the physician was able to pull the balloon out but the pt's health continued deteriorate. Pt became very bradycardic and a temporary pacemaker was insereted. An intra aortic balloon pump (iabp) was also placed and started on a 1:1. The pt was intubated and the pt was shocked five times at 360 joules due to ventricular fibrillation. Add'l medication given including cordarone, lidocaine, magnesium, and dopamine helped the pt to stabilize. Angiomax was discontinued. Angiography performed then showed a vessel dissection had occurred in the left main artery. It also showed poor flow down the cx and the left anterior descending (lad) artery. The pt began to improve and the blood pressure increased up to 160. The pt was then transferred to the operating room with an iabp in place with an augmented bp of 122/60 and being paced at 66 beats/minute. A coronary artery bypass grafting (CABG) procedure was done on the om1, om2, lad, and right coronary artery (rca) using saphenous vein. The pt was taken to the intensive care unit (ICU) in either critical or serious condition. The pt passed away two days later at 6:50 am. An autopsy has been performed but the results are pending. Add'l info regarding the autopsy results has been requested.